Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient had their device removed. There were no recent reports of device-related issues. Nevro attempted to obtain additional information regarding the device removal but was unsuccessful.